Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm after changing their infusion set. Customer's blood glucose level was over 300 mg/dl. Customer was hospitalized as a result of high blood glucose levels. Customer was wearing the insulin pump when admitted to the emergency room. Troubleshooting for high blood glucose levels was performed. Customer declined to check for possible site issues, insulin issues, and their setting on the insulin pump. Customer advised they will go over the settings on the device with their doctor. Customer advised sometimes when the device alarms no delivery, they pull the device apart then puts its back together again which resolves the issue. Customer was advised to monitor the insulin pump and to call back if they receive a no delivery alarm.